Event description:
A malfunction was reported on the pump, but no notable events preceded the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in performing the reset. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump. The customer acknowledged and understood to reach out if the malfunction reappears.